Manufacturer narrative:
Alleged failure: the serfas probe ignited without any initiation the failure identified in the investigation is consistent with the complaint record. Although, no leak was detected during leak test. Based on evidence obtained through visual examination of the returned probe it was confirmed the internal part in which the pcb electrical connection and button domes were exposed to saline. This could contribute the probe to stop working or continuous activation. The probable root cause/s could be the probe have leaked from the back of the handle which permitted water to ingress inside the handle where the electrical components (pcb) are causing a short circuit. User accidentally submerges device in saline, inadequate gluing operations. Excessive force applied when used, stuck button. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the probe was activating on its own. There were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the probe was activating on its own. There were no adverse consequences and the procedure was completed successfully.